Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) reached elective replacement indicator (eri) earl y. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event. (B)(4): it was also reported by the patient that "the lead was loose and the physician said it was due to a burr on the screw" and that "the suture wasn't right and it caused my device to come through the skin". The leads remain in use and the device was explanted and replaced due to reaching eri. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Additional concomitant medical products: 694765 implantable tachy lead: (B)(6) 2004. A 5076-52 implantable pacing lead: (B)(6) 2004. A 419388 implantable pacing lead: (B)(6) 2004. (B)(4).